Manufacturer narrative:
(B)(4). The 5.0x12mm nc trek is being filed under a separate medwatch MFR number. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified right renal artery. Rotoblation was performed and the 5.0 x 12 mm nc trek balloon catheter was advanced without issue. The balloon was inflated to 20 atmospheres (atm), but a balloon rupture occurred. The nc trek was removed without issue, and the shaft was observed to be bent. The 5.0 x 15 mm trek was then advanced and inflated to an unknown pressure. The trek was removed without issue, and it was observed that the orange tip was missing, and remained in the vessel. The tip was attempted to be snared, but could not be captured; therefore, the planned 5.0 x 18 mm ultra stent was used to pin the tip against the vessel wall, and treat the target lesion. The patient was confirmed to be clinically stable, with a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported separation however the device embedded and additional treatment appear to be related to circumstances of the procedure.